Event description:
It was reported to philips that the device had no audio. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 11apri2022. The reported issue was confirmed and traced to what was likely a faulty connection. Based on the conclusion of the investigation, it was determined that this was a malfunction of the speaker. The speaker was replaced with a verification speaker during evaluation and sound was heard. The original speaker was then reattached and it was confirmed that sound came out again. No parts were replaced and the device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.